Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735737, version #: 2.1.0. H3) the software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. With the provided archives, the reported behavior was not able to reproduced in-house. The logs captured a corefiles and segfault in "qmlguiservice" on the date of the issue reported. The core was generated by `qmlguiservice' and the program terminated with signal sigsegv, segmentation fault in the library "libnvidia-glcore.so.430.40" during the function call "_dl_fini()". Codes: b01, c10, d18 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a cranial resection procedure. It was reported that during a tumor resection procedure, the 3d model disappeared on the registration screen and error 64 was about to happen. The medtronic representative (rep) logged out and logged back into cranial and they proceeded from there with no further issues. There was a 2 minute delay in surgery. There was no impact on patient outcome.